Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the endoscopic image of the subject device flickered while moving the subject device. The user facility replaced the subject device to another device to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon (image flickering) was duplicated due to the breakage of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, osmc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.